Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units, after loading the cartridge with 200 units of insulin. The customer was at camp and the nurse loaded a new cartridge and received another minimum fill alert. There was no impact to customer's blood glucose level. Customer reverted to insulin pens as backup therapy.